Event description:
It was reported that shortly after the implant the patient took a fall. After the fall the atrial lead was tested and demonstrated measurements that were not acceptable. Under fluoroscopy, the atrial lead was visualized to be dislodged. It was further reported that the patient¿s heart failure symptoms may have worsened after the dislodgement. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65 lead, implanted: (B)(6) 2012. (B)(4).